Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarms were noted. The pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose level was 660 mg/dl. The nurse stated that the customer was admitted to the hospital for diabetic ketoacidosis. The customer had symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.